Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred because the video cable is not connected. The event can be prevented by handling the device in accordance with the following instructions for use: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the monitor cable is not connected correctly. Solution: connect the monitor cable as described in section 3.6, ¿connection of the monitor¿ evis exera iii video system center olympus cv-190 instructions(chapter 9 troubleshooting_9.2 troubleshooting guide. The endoscopic image does not appear on the monitor._p344) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Technicas assistance center recommended to connect the serial digital interface cable from the out 2 of the video system centers to the serial digital interface input of the monitor to solve the issue

Event description:
It was reported that the video system center had no image. There were no reports of patient harm.